Manufacturer narrative:
Other: pain. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent reconstructive and corrective surgery for polysegmental lesion of the spine with application of implants, stabilizing system for the patient due to tuberculous spondilitis. Post-op, legacy rod broke. The model of patient: polysegmental (4 or more vertebrae) and specific tuberculous of the thoracic and lumbar spine. The patient underwent replacement of transpedicular stabilization system and suffered from pain as a result of this event as a result of alleged event.